Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, after the device was approached to pancreas and clamped, it was waited about 3-5 minutes to set the compression time. When the surgeon pressed the green button and attempted to fire, though the button was pressed, the device didn't operate at all. A new manual handle and a reload in the same type were opened, and the resection was performed without problems. The surgical time was extended by less than 30 minutes. There was no patient injury.